Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
No additional information.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll 21ga 1-1/4in mx bun leaked past the stopper. The following information was provided by the initial reporter translated from spanish to english: box of (B)(4) pcs. Customer warranty. The customer comments that they were defective, since when the plunger is lowered and the solution comes out of the sides. Additional information provided: additional information from the customer july 18,2024 no, the plunger does not show any damage. Additional information from the customer july 15,2024 could you confirm the date of occurrence of the incident? July 3, 2024 was the reported incident observed before, during or after use on the patient? After use on the patient. Was there any harm to the patient/healthcare professional (detail)? There was no harm, but the solution comes out of the sides. Could you send photographic/video samples of the sample? The rest of the syringes in the box containing (B)(4) pcs were returned to me. Is the sample related to the incident available for analysis? If yes, please indicate the quantity. The syringes used on the patient were discarded, I have the rest of the box. Is the sample contaminated? If yes, indicate the substance. The used syringes were discarded, I only have the rest of the box which are from the same lot.